Event description:
Subsequent to the initial report, additional information was provided which indicated that the prostyle device was not used after expiration. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported suture separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Corrections: b3 - date of event: updated from 8/6/2025 to 6/19/2025. H6 - medical device problem code: code 2017 - use after expiration was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - use after expiration.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after an interventional cerebral aneurysm coil embolization procedure with a 6f sheath. A suture break was noted after removing the plunger. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Reportedly, the prostyle device was expired. No additional information was provided.